Event description:
It was reported by svc report that the mattress has a torn surface. Customer does not know if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: mattress.